Manufacturer narrative:
(B)(4).

Event description:
Patient was brought to the emergency room by ambulance with prolonged chest pain that had lasted for 6 hours. Upon admission, the laboratory results showed an elevated level of cardiac enzymes and an electrocardiogram showed st elevation in leads ii, iii, and a vf, which indicated acute inferior myocardial infarction. Emergent coronary angiography (cag) revealed the total occlusion of the proximal right coronary artery (rca) and 90 % stenosis in the middle part of the left anterior descending artery (lad). Direct pci with a resolute integrity zes was performed in the rca. No issues reported during the procedure. Their post treatment course was good with the exception of exacerbation of pmr. A staged procedure was then performed in the lad using a 3.5 x 15mm zes stent. Immediately following the procedure, the patient experienced sudden chest pain, wheezing, altered consciousness, atrial fibrillation tachycardia and a remarkable decrease in blood pressure and appeared flushed in the face. A cag revealed 99 % of severe stenosis at the proximal edge of the stent and subtotal occlusion of the left circumflex artery (lcx) with delayed flow of the contrast media. Anaphylaxis and coronary spasm presumably occurred at the same time, and therefore, isosorbide dinitrate (isdn) was administered into the lca, which helped to eliminate the severe spasm. Intravascular ultrasound (ivus) imaging detected a normal appearance of the stent; however, there was a cavity in the proximal part of the lad. Therefore, a 3.5/15 mm zes was deployed using rated burst pressure, to overlap the previous stent in the lad. Post-dilatation was performed with a 4.0/10 mm balloon. However, the newly implanted stent accidentally vanished off the screen following post-dilatation. Extra coronary stent dislodgement might have occurred by the stent being pulled by the balloon that was used for po st-dilatation. Fortunately, the stent could be detected surrounding the guiding catheter in the ascending aorta. A 4.0/15 mm bare metal stent was deployed followed by post-dilatation with a 5.0 mm noncompliant balloon before an attempt to retrieve the dislodged stent. The tip of the guiding catheter was then capped with a dilated 4.0 mm balloon to prevent the stent from falling into the artery. By pulling the guiding catheter, physician was able to move the dislodged stent from the intraaorta to the left subclavian artery distal from the bifurcation of the left vertebral artery to avoid cerebral embolism. We attempted to capture the stent by a gooseneck snare catheter from the left radial artery; however, the procedure was unsuccessful because of the anatomically difficult angulation of the left subclavian artery. Physician was then able to capture and remove the dislodged stent using the gooseneck snare catheter retrogradely. Following the pci procedure, a drug induced lymphocyte stimulation test (dlst) was performed as it was suspected the patient had experienced an allergic reaction to either the 1 % lidocaine used for local anesthesia, the contrast media or zotarolimus. The dlst results determined that lidocaine was the cause of the consecutive allergic reaction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.